Manufacturer narrative:
Correction: h6 investigation conclusion code should include "cause traced to component failure".

Event description:
It was reported that patient presented in clinic for follow-up. It was noted the implantable cardiac defibrillator (ICD) went into backup mode. The device was explanted and replaced with new device. Patient condition was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a memory corruption. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.